Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was not able to confirm the reported issue as no failures were detected during all testing. After performing operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator screen was unresponsive. The reported issue occurred while in use with a patient but there was no harm to any patient or clinician in association with the reported complaint.